Manufacturer narrative:
The insulin pump was received with the operating currents within specification and passed the self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the dat test. The insulin pump was monitored and no unexpected failed batt test alarms occurred and all buttons functioned properly during testing. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 500 mg/dl. Customer had symptom of high blood glucose; customer had vomiting and difficulty breathing. Customer was hospitalized due to high blood glucose. Customer was still in the hospital at the time of call. Customer was wearing insulin pump at the time of hospitalization. Customer declined checking for leak and air bubble, site and insulin issues and settings. Insulin pump would be replaced per customer's request.